Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. An ez-io driver was returned for evaluation and did not exhibit any defects or abnormalities. When the trigger was pressed, the driver functioned and the green led light displayed. A review of the certificate of conformance found that the driver passed all release criteria and was approximately 7 years old. The driver passed an rpm capability test. The driver was functionally tested using simulated sawbone insertion and demonstrated sufficient power to perform medium and hard bone insertions. As demonstrated by a force-to-bog down test that was performed, it is possible for the driver to power off if excessive force is applied. Therefore, user technique is a potential factor which could have contributed to the reported event. No further action will be taken at this time. The previous follow-up report indicated that no sample was available for evaluation. A product sample has since been received.

Manufacturer narrative:
(B)(4). Although several requests were made for the sample to be returned for evaluation, the device in question was not returned. No serial number was provided and therefore no review of the certificate of conformance or manufacturing records could be performed. The complaint could not be confirmed and no cause could be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion into the patient's proximal tibia, the ez-io needle could not be placed because the driver had no power. The needle went half way in and then stopped. The batteries appeared to be too low. But the green indicator light was on. There was no reported patient injury as a result of this occurrence. The patient died. Dr. Med. (B)(6), senior emergency doctor stated the delay in treatment was not relevant as they would have decided against therapy.